Event description:
It was reported that a guidewire detachment occurred. The target lesion was located in the distal inferior vena cava. A 330cm rotawire was selected for use. During the procedure, the radio-opaque part of the device was severed in two after rotational atherectomy treatment. Retrieval of the "floating" device fragment was attempted using a long guide, snake and a small balloon, with no success.